Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The advocate of the customer stated that her blood glucose readings were not being stored in the memory of the contour next link meter. No adverse event alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.